Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generic power distributor (gpd). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the gpd.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a nurse reported that the surgeon side console (ssc) displayed both eyes as black, although the touchscreen remained operational. The customer elected to proceed using the second ssc in the dual system. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found the fiber connected to the ssc was good, with no indication of issues. Later, the customer called back after the procedure was completed. The tse guided her to shut down the system, including the circuit breaker (c/b), clean the ssc blue fiber cable (bfc), and reconnect it. The system came up normally, and ssc high resolution stereo viewer (hrsv) was functioning. However, just as the tse was about to close the call, the nurse reported that hrsv turned black again, even though color bars were still visible on the vision side cart (vsc) and the other ssc. The procedure was completed with no report of patient injury.